Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There was no indication that an instrument issue contributed to the event. Based on the historical trop I qc data from the vitros 5600 system, there is no indication that the vitros trop I reagent contributed to the events, although it cannot be entirely ruled out as the customer was not processing qc material at or below the assay url of 0.034 ng/ml. Performance of the reagent at concentrations <url therefore cannot be confirmed. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as no information was provided by the customer. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system. Patient vitros tropi es result 1.89 ng/ml versus expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory, however following repeat testing, a corrected report was issued. There were no allegations of patient harm as a result of this event. (B)(4).